Event description:
It was reported that this pacemaker system recorded a lead safety switch (lss) for the right atrial (ra) lead. Upon review, technical services (ts) noted that the bipolar configuration recorded pacing impedances out of range measuring above 3000 ohms. Ts also identified inappropriate atrial tachy response (atr) episodes caused by noise oversensing. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system recorded a lead safety switch (lss) for the right atrial (ra) lead. Upon review, technical services (ts) noted that the bipolar configuration recorded pacing impedances out of range measuring above 3000 ohms. Ts also identified inappropriate atrial tachy response (atr) episodes caused by noise oversensing. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the cause of the high impedance and noise was due to air in the header of the ra lead. The physician opted to explant and replace the lead. No additional adverse patient effects were reported. This device remains in service.